Event description:
It was reported that this right ventricular (rv) lead had dislodged, the lead presented low amplitude measurements, hence why it was explanted and replaced. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Based on the instructions for use for this product, dislodgement behavior is a known inherent risk of the use of this lead, contraindicated use, based on the field report.

Event description:
It was reported that this right ventricular (rv) lead had dislodged, the lead presented low amplitude measurements, hence why it was explanted and replaced. No additional information is available at the moment. No additional adverse patient effects were reported.